Event description:
A malfunction alarm identified as malf 12 was reported by the customer. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and the issue did not recur after the reset. The customer was advised that they could continue using the pump and to call back if the malfunction reoccurred, which they acknowledged and understood.